Manufacturer narrative:
There was no broken off end cap. The unit had a cracked end cap at the vibrator motor side, a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's family called in to report that a bottom piece of the customer's insulin pump fell off because it was hit by a baseball. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.